Event description:
The implant failed due to bone condition. The implant was placed at #17 and removed after 1 year and 2 months. Traditional 2 stage surgery, bone graft material was used, poor oral hygiene, moderate bone condition.

Manufacturer narrative:
According to our investigation, there are no discrepancy on our product.